Event description:
It was reported that this health care professional (hcp) wanted a review of reports for this pacemaker. Technical services (ts) reviewed the reports and noted that there were noisy signals in a signal artifact monitor (sam) episode on all channels, which switched the minute ventilation (mv) vector. The noisy signals were also oversensed in an atrial tachy response (atr) episode. As a result, there was pacing inhibition on the ventricular channel that resulted in an asystole for the patient. Ts provided additional insights the other reports. The device remains in use. No additional adverse patient effects were reported.